Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. During testing the ok and down arrow keypad buttons were intermittently unresponsive and the up arrow keypad button responded to presses appropriately. The ok keypad contact was found to be inverted; all other keys had normal spring back or click. During investigation, evidence of contamination was found under all key contacts. Unrelated to the complaint, evaluation revealed a torn audio bolus button. A torn audio bolus button will allow contamination to permeate the button contact negatively impacting the button function. The torn audio bolus button is obvious and detectable and should alert the user to discontinue use of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the down arrow and ok keypad buttons have intermittent response and require multiple presses to evoke a response. The patient reportedly keeps the pump in a pocket and does not clean the pump. There is no adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.